Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the following testing: displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery. The device had minor scratches on the display window.

Event description:
The customer reported via phone call, for the past four weeks she has been experiencing uncontrollable high blood glucose levels in the 300 mg/dl range. In the (B)(6) 2016, who stated the insulin pump wasn't working properly. The doctor had her revert to her old insulin pump for 24 hours, her blood glucose has been stable since then. High pressure test had been done on another previously and the device had passed. The customer agreed to return the device for analysis.